Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the physician no longer mentioned the possibility or lead dislodgement or perforation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during the explanting of the lead the lead, the lead was cut and capped. It was further reported that the patient experienced pericardial effusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead did perforate and was confirmed with echocardiography. It was suspected that the perforation occurred immediately after implant. The rv lead will be explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that immediately after the right ventricular (rv) lead was implanted high thresholds were observed, which increased further and resulted in a pacing failure. It was also reported that the rv lead dislodged and perforation is suspected. The rv lead remains in use. No further patient complications have been reported as a result of this event.